Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection, the provided photograph showed residual fluid inside the device bladder which suggested an underinfusion may have occurred. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified elastomeric device under infused. After a 24 hour infusion, the solution "did not appear to have gone through". The device was filled with with 4.5g piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.